Event description:
It was reported that during a rotational atherectomy procedure, the brake failed to work. The physician reported that the torque was spinning and that the wire had to be held manually. Pt status is listed as "good".